Event description:
Same case as MDR ID# 2134265-2014-07693 and 2134265-2014-07692. It was reported that automatic pullback failure occurred. A 120v ilab ultrasound imaging system was used in conjunction with an icross¿ coronary imaging catheter to visualize the unspecified lesion. During procedure, the liquid crystal display (lcd) displayed normally however, the motordrive unit (mdu) did not perform automatic pullback. The procedure was completed using manual pullback. No patient complications were reported.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).